Event description:
The customer stated she was hospitalized for diabetic ketoacidosis. The blood glucose reading was 300 mg/dl at the time of the call. Troubleshooting revealed that the insulin pump alarmed. No delivery prior to the hospitalizations, but the customer did not change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.